Event description:
Complaint was identified in a warning letter received from the FDA (13-nwj-08). Balloon tore while in the anal canal and leaked fecal matter. This case was reopened and re-evaluated by the product safety and reportability committee. As a result, the medical determination is being changed to reportable malfunction. The complaint narrative described a malfunction (a leakage) that led to fecal leakage. It is unk if pt had a wound in the general area. Although the risk of wound contamination by fecal matter is greatly reduced with the use of the fms device when compared with other methods, the possibility of contamination and wound infection cannot be completely ruled out. The product insert under precautions and observations warns end users to provide for skin care and interventions as some 'leakage of stool around the device' is to be expected. In the hosp settings where these devices are used, the standard clinical practice is to cover any wounds with appropriate barrier dressings to facilitate healing and to further reduce the risk of fecal contamination.

Manufacturer narrative:
On the basis of the re-evaluation of this case, following the receipt of warning letter 13-nwj-08, this case is deemed to be a reportable malfunction. [As the potential for a serious injury cannot be ruled out if the malfunction were to recur]. Quality eval was conducted by MFR. Batch record review of the catheters. Review of mfg, assembly and packaging processes and non-conformances were identified. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.